Manufacturer narrative:
The controller log indicates that measured currents were consistent with a pump stopped because of clotting. Examination of the returned pump confirmed clotting in the pump as the cause of pump stoppage.

Event description:
The pump stopped unexpectedly on the 28th day of support. Immediate actions were unsuccessful in restarting the pump, so support was discontinued. The patient remained stable following explant.